Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotically assisted sigmoid resection, during ileostomy take down, when the circular stapler was inserted into the anus fully with no shaft left outside, the stapler was fired, and a resistance was met when trying to pull the stapler out after firing. The first assistant wiggled the instrument side-to-side with the same resistance, but it was unable to free the anvil. The surgeon was asked to come off the robot console to intervene. The same resistance was met. The surgeon wiggled the instrument and spun the stapler 360 degrees. The anvil was disconnected from the spike when retracting the instrument. The surgeon retrieved the anvil, and the surgery was extended by 10 minutes. The anastomosis was leak tested twice, passing the leak test both times. The bowel was reconnected and functional. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that during the robotically assisted sigmoid resection, during ileostomy take down, when the circular stapler was inserted into the angus fully with no shaft left outside, the stapler was fired, and a resistance was met when trying to pull the stapler out after firing. The first assistant wiggled the instrument side-to-side with the same resistance, but it was unable to free the anvil. The surgeon was asked to come off the robot console to intervene. The same resistance was met. The surgeon wiggled the instrument and spun the stapler 360 degrees. The anvil was disconnected from the spike when retracting the instrument. The surgeon retrieved the anvil, and the surgery was extended by ten minutes. The anastomosis was leak tested twice, passing the leak test both times. The bowel was reconnected and functional. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected wi th the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.